Event description:
Boston scientific crm received information that during a follow up visit, no communication could be established with this device and variable magnet response was obtained. Eight months earlier, the remaining battery longevity was 3.5 years. There was concern that the battery depleted more rapidly than expected. A device replacement procedure was performed. Additional information was received; at the time of explant; the physician was concerned there may have been a loose header. It was thought this may have contributed to the reported clinical allegation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, interrogation with a zoom programmer was unsuccessful, and review of device memory noted that multiple resets had occurred. The resets indicate that the internal clock (a crystal timing component) had ceased functioning on more than one occasion. The pacemaker was then subjected to thorough testing, at which time the pacemaker case was opened. The crystal oscillator component, which is required for essential pacing and sensing functions, was then removed from the device hybrid. Further testing revealed the presence of foreign material, which was a residue of the manufacturing process for this component. Additional analysis was performed on this device. Further analysis revealed a loose header. Analysis determined there was no medical adhesive adhered to the device casing. The feed-through wires remained intact.